Manufacturer narrative:
On (B)(6) 2015 it was prepared a final report with the information already submitted in the initial report. On (B)(6) 2015 it was sent to the initial reporter and the case was closed.

Manufacturer narrative:
(B)(4). Update received on 17.sep.2015: (B)(4).

Event description:
The dm liner inserter which is used to press the liner and head together was frozen in place. They used a product of a competitor to insert the head into the liner.